Manufacturer narrative:
The product involved in the event has not been returned for investigation, therefore the root cause of the reported event could not be determined. The user reported that the involved device was likely from lot qpf1130, however it also may have been qpf1065. The lot history records for both lots were reviewed for possible manufacturing or packaging issues that could be related to the reported issue, no issues were noted.

Event description:
It was reported that the site has an issue with the pruitt f3 carotid shunt where the balloon is not deflating after removing the device from the package. The issue was noted prior to use on a patient. No injury was reported.